Manufacturer narrative:
MFR date unk. Site did not follow correct scanning protocol and used non-axial slices.

Event description:
A medtronic representative reported the sagittal images were flipped left/right on the treon system, surgeon flipped images correctly and proceeded with navigation. There was no impact on patient outcome reported.